Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 534mg/dl and the pump does not administer a bolus correctly. Troubleshooting found that the pump was delivering bolus amounts correctly and advised customer how to properly use the bolus feature. Customer declined high blood glucose troubleshooting. No further details given.